Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's previous implantable neurostimulator (ins) was replaced because the battery stopped working and messed up. A revision took place on (B)(6) 2019, to replace the device. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and it was reported that the implant was disposed of. The battery stopped working due to normal battery depletion. No further complications were reported or anticipated.